Event description:
Caller reported a potential false negative urine hcg vs serum result using txl dimension on pt following a miscarriage. The caller had questions regarding the half-life of hcg in serum vs urine. There were three incidents where a pt who miscarried in march had a serum hcg of more than 80miu/ml and the urine pregnancy test was negative. The caller also stated that there were other discrepant results on two other pts but no pt info was provided.

Manufacturer narrative:
Control lot 20miu/ml, hcg urine lot# hcg110216-01, 100miu/ml, hcg urine lot# hcg110307-01, 260.1iu/ml, hcg urine lot: hcg110218-01. Summary of results: the retention devices meet qc specification, details as below: details as CT positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time.(n=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=4). The 260.1iu/ml, hcg urine control yielded clearly positive results at 3 minutes read time. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.